Event description:
Pt reported beginning pump training in (B)(6) 2011. Pt stated, he experienced erratic blood glucose levels of 40 ¿ 600 mg/dl often after the training. Pt reported experiencing a blood glucose level of 450 mg/dl on (B)(6) 2012. Pt stated, he changed the infusion set and the insulin cartridge. Pt reported, he took correction with the infusion device and noticed the ¿bolus noises¿ from the device. Pt¿s normal blood glucose level is 100 mg/dl. Pt reported experiencing the following blood glucose levels and giving the following treatments on (B)(6) 2012: 00:06 = bg level 483 mg/dl, correction with the infusion device, 11 unit bolus of insulin; 03:00 = bg level 259 mg/dl, correction with the infusion device, 3.3 unit bolus of insulin; 06:00 = bg level 164 mg/dl, correction with the infusion device, 1.3 unit bolus of insulin; 08:00 = bg level 91 mg/dl, breakfast bolus of 5.1 units of insulin with the infusion device; and 10:30 = bg level 455 mg/dl, correction with the infusion device, 8.5 unit bolus of insulin. Pt states he no longer trusts the infusion device. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.